Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Due to limited information on the slda, a definitive root cause was unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per the report received from united kingdom, edwards received notification of a pascal procedure in tricuspid position where two devices were implanted. Approximately two (2) years post-procedure, the patient underwent a re-do procedure due to a late single leaflet device attachment (slda). During the initial procedure, two pascal ace devices were implanted in anterior-septal (a-s) position at a 2-8 orientation. Tricuspid regurgitation (tr) grade was reduced from torrential (5+) to mild (1+). Approximately two (2) years post-procedure, the patient presented to hospital and slda on the septal leaflet of the second device was observed, resulting in massive tr. The decision was made to re-intervene the patient with an additional pascal device. Final tr grade was moderate after reintervention.

Manufacturer narrative:
It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.